Manufacturer narrative:
Product complaint (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if any patient suffer from any consequence due to the issue? If yes please provide more details. Please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? What is the total number of patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If complaints have not been reported, please create a complaint for each single event/patient. If complaints have not been reported, please create a complaint for each single event/patient. Events reported via: 2210968-2022-06238, 2210968-2022-06239, 2210968-2022-06240, 2210968-2022-06241, 2210968-2022-06242, 2210968-2022-06243, 2210968-2022-06244.

Event description:
It was reported that a patient underwent a laparoscopic cyst removal procedure on (B)(6) 2022 and suture was used. During the procedure, the suture snap/separated from the needle during one of the laparoscopy cyst removal. This happened multiple times, so the ot nurses filed their complaint to ethicon regarding product quality. From their testimony they have experienced the same problem 8 times on different procedures and specialty, which includes urology and digestive. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/08/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: ¿could you please confirm if any patient suffer from any consequence due to the issue? If yes please provide more details. - there are no consequences to the patient due to the issues ¿please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? - one suture ¿what is the total number of patients? - one patient on the gyn laparoscopic procedure ¿have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - this is the first report. Additional information: h6 a manufacturing record evaluation was performed for the finished device qkmelm/ j602h35 batch number, and no non-conformances were identified.